Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. Inspected monitor and baton, found baton camera damaged. The camera lens and camera itself cracked at the end, the end camera piece almost separated, the four camera sides around lens and all camera surface are chipped. No baton repair available. No issue found to the monitor. It was determined that the damage was customer caused. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: glidescope® avl monitor (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor with baton 3-4, the unit flickers and powered off. It was unknown if a back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.